Event description:
Reporter alleged obtaining the results of hi (greater than 33.3 mmol/l) and 11.9 mmol/l on the aviva nano system 3 weeks ago. Reporter stated that he took 2 units of novorapid insulin based on the 11.9 mmol/l result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were thrown away, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Strips were thrown out.